Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is implanted with a concomitant implantable cardioverter defibrillator (ICD) which is used for brady pacing only. The s-ICD delivered an inappropriate shock due to oversensed noise while the patient was sleeping. Isometrics, pocket manipulations and stress testing was performed; no noise could be reproduced. X-rays were obtained but were unremarkable. Boston scientific technical services (ts) guidance was requested. Ts recommended reprograming sensing vector from primary to secondary with a 2x gain and decreasing outputs on the transvenous ICD to the lowest feasible output possible. Additional information received indicates that the s-ICD was deactivated, and the patient will be seen again in three months. At that time, the recommended programming changes will be performed. No adverse patient effects were reported. The s-ICD remains implanted but currently electrically deactivated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is implanted with a concomitant implantable cardioverter defibrillator (ICD) which is used for brady pacing only. The s-ICD delivered an inappropriate shock due to oversensed noise while the patient was sleeping. Isometrics, pocket manipulations and stress testing was performed; no noise could be reproduced. X-rays were obtained but were unremarkable. Boston scientific technical services (ts) guidance was requested. Ts recommended reprograming sensing vector from primary to secondary with a 2x gain and decreasing outputs on the transvenous ICD to the lowest feasible output possible. Additional information received indicates that the s-ICD was deactivated, and the patient will be seen again in three months. At that time, the recommended programming changes will be performed. No adverse patient effects were reported. The s-ICD remains implanted but currently electrically deactivated. New information received indicates that this device was explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is implanted with a concomitant implantable cardioverter defibrillator (ICD) which is used for brady pacing only. The s-ICD delivered an inappropriate shock due to oversensed noise while the patient was sleeping. Isometrics, pocket manipulations and stress testing was performed; no noise could be reproduced. X-rays were obtained but were unremarkable. Boston scientific technical services (ts) guidance was requested. Ts recommended reprograming sensing vector from primary to secondary with a 2x gain and decreasing outputs on the transvenous ICD to the lowest feasible output possible. Additional information received indicates that the s-ICD was deactivated, and the patient will be seen again in three months. At that time, the recommended programming changes will be performed. No adverse patient effects were reported. The s-ICD remains implanted but currently electrically deactivated. New information received indicates that this device was explanted.